Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. Three x-ray images were provided and are under review. The device is not available for return. The investigation is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an attempt to treat stenosis in the right mid-superficial femoral artery (sfa) via contralateral approach through the left femoral artery, the stent allegedly foreshortened, however, it covered the lesion. Reportedly, the procedure was successfully completed with this device. There was no reported patent injury.

Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented that could have led to the event reported. Based on the lot history records, stents with correct dimension were used during the assembly of this lot. Investigation summary: images with bad resolution were provided. Based on the evaluation of the images the reported stent foreshortening could not be confirmed as the stent was not clearly visible. Therefore, the investigation will be closed with inconclusive result. A manufacturing related issue could not be identified. Based on the information available and the evaluation of the images provided, a definite root cause for the event reported could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: "remove slack from the delivery system catheter held outside the patient.' And 'verify that the distal and proximal stent ends are distal and proximal to the target lesion (...) Confirm that the introducer sheath is secure and will not move during deployment (...) To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. Initiate stent deployment by rotating the thumbwheel in the direction of the arrows, while holding the handle in a fixed position (...) While maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum (...) With distal end of the stent apposing vessel wall, deployment continues with the following method. While maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end (...) Deployment of the stent is complete when the proximal stent end apposes the vessel wall and the sheath radiopaque zone is proximal to the proximal end of the stent." Furthermore, the IFU states: "predilation of the lesion should be performed using standard techniques."

Event description:
It was reported that during an attempt to treat stenosis in the right mid-superficial femoral artery (sfa) via contralateral approach through the left femoral artery, the stent allegedly foreshortened, however, it covered the lesion. Reportedly, the procedure was successfully completed with this device. There was no reported patent injury.